Event description:
It was reported that device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance, and a 24mm watchman flx closure device was implanted. The procedure was completed without complication. Release criteria was met with compression (approximately 15 to 20%), a successful tug test, stable closure device position at the ostium/landing zone, and no peri-device leak, pericardial effusion, or thrombus observed before, during, or after device release. At the first routine follow-up, transesophageal echocardiogram (tee) imaging demonstrated that the closure device appeared to have rotated relative to its original orientation. The device remained attached to the patient's tissue and was considered stable, with no concern for embolization. Subsequent follow-up suggested that the rotation may have progressed slightly and that an associated peri-device leak may now be present (unknown size although it is greater than 5mm), prompting further clinical evaluation. At the time of reporting, the implanting physician did not consider the observed rotation to be immediately problematic. No adverse event or hospitalization has occurred to the patient. It was noted the patient had a magnetic resonance imaging (MRI) scan sometime after the index laa closure procedure, yet the results/values are unknown.

Manufacturer narrative:
B5: information added. H6 impact code updated from no health consequences or impact to medication required and imaging required.

Event description:
It was reported that device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance, and a 24mm watchman flx closure device was implanted. The procedure was completed without complication. Release criteria was met with compression (approximately 15 to 20%), a successful tug test, stable closure device position at the ostium/landing zone, and no peri-device leak, pericardial effusion, or thrombus observed before, during, or after device release. At the first routine follow-up, transesophageal echocardiogram (tee) imaging demonstrated that the closure device appeared to have rotated relative to its original orientation. The device remained attached to the patient's tissue and was considered stable, with no concern for embolization. Subsequent follow-up suggested that the rotation may have progressed slightly and that an associated peri-device leak may now be present (unknown size although it is greater than 5mm), prompting further clinical evaluation. At the time of reporting, the implanting physician did not consider the observed rotation to be immediately problematic. No adverse event or hospitalization has occurred to the patient. It was noted the patient had a magnetic resonance imaging (MRI) scan sometime after the index laa closure procedure, yet the results/values are unknown. It was further reported the patient is being anticoagulated. The reason and results for the head MRI performed is unknown.